Event description:
It was reported that the user experienced both low and high blood glucose after a recent pump factory reset, with the pt's mother noting poor eating habits and frequent lows when announcing meals; review of reports showed the user was not announcing meals post-reset, and the user received troubleshooting and education to resume meal announcements and maintain usual eating during the pump learning period. Symptoms included shakiness, irritability, sweating, and vomiting. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization, with a bystander providing non-medical assistance out of kindness during an episode. Investigation included remote data review and user coaching. Investigation of this case revealed missed meal announcements leading to glycemic excursions, consistent with user technique issues rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with missed meal announcements during the learning period.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.